Manufacturer narrative:
(B)(4) - customer did not specify the nature of the complaint, unlabeled. Eval: results: eval of the returned product shows that when tested with new batteries, the alarm does not power on. There's visible corrosion and battery leakage inside the battery compartment. Note: the posey instructions for use has a warning statement: posey recommends the use of alkaline batteries in the alarms. Do not mix old and new batteries, or mix different types of batteries. This can cause battery leakage (corrosion) resulting in damage to the alarm unit. (B)(4).

Event description:
Customer reported that the reason for the return of the product was not specified. There was no pt incident or injury reported.